Event description:
It was reported to boston scientific corporation that a excelon transbronchial aspiration needle device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, the needle bent as it was being advanced down the scope, during the procedure. The device was never used in the patient, and was removed from use. Another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual assessment was performed on the returned excelon transbronchial aspiration needle device. The needle was retracted when received. The working length was kinked in several locations within 9cm of the distal end. A functional evaluation was performed. When the handle was actuated, the needle would extend and retract as intended. The report of the needle being bent was not able to be confirmed. The needle was not bent. The drive wire was kinked just proximal to the needle, which could be perceived as a bent needle. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a excelon transbronchial aspiration needle device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, the needle bent as it was being advanced down the scope, during the procedure. The device was never used in the patient, and was removed from use. Another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of needle being bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.